Manufacturer narrative:
(B)(4). Additional device evaluated by MFR investigation summary: it was reported that the device had performance/shard penetration. The analysis results found that the dhvm12 device was returned inside its package opened. Upon visual inspection, it was observed that the blister tray of the returned unit was opened containing a polymerized pen device. No other anomalies were observed related to shard penetration. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2019 and topical skin adhesive was used. The physician crushed the ampule to release the liquid and it broke into many shards. The glass shards did not penetrate the tube. The fluid also went to the back of the device instead of toward the applicator. No one (patient or staff) was injured as a result. There were no adverse patient consequences.